Event description:
It was reported that the patient on normothermia was not warming in an arctic sun device. Water temperature (wt) had seemed to be staying around 27c. Targeted temperature (tt) was 37c, patient temperature (pt) was 34.7c, water temperature (wt) was 27.2c, water flow rate (wfr) was 2.9 l/min, rate set to 0.5c/hour. Nurse confirmed they have received an alarm 113 (reduced water temperature control), device alarmed 113 while on the phone. Walked nurse through accessing system diagnostics showed that the water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 8650, and pump hours were 1014. Instructed nurse to drain 500 ml of water from right drain port. Rebooted therapy and water temperature (wt) was stayed the same. Called and checked in thirty minutes later to see if water temperature (wt) has increased. Water temperature (wt) was 29c and patient temperature (pt) was the same. Suggested they switch to another device and send this one to biomed. If they did not have another available, they would need to find an alternate method for rewarming. Encouraged nurse to call back with any issues or alarms.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia was not warming in an arctic sun device. Water temperature (wt) had seemed to be staying around 27c. Targeted temperature (tt) was 37c, patient temperature (pt) was 34.7c, water temperature (wt) was 27.2c, water flow rate (wfr) was 2.9 l/min, rate set to 0.5c/hour. Nurse confirmed they have received an alarm 113 (reduced water temperature control), device alarmed 113 while on the phone. Walked nurse through accessing system diagnostics showed that the water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 8650, and pump hours were 1014. Instructed nurse to drain 500 ml of water from right drain port. Rebooted therapy and water temperature (wt) was stayed the same. Called and checked in thirty minutes later to see if water temperature (wt) has increased. Water temperature (wt) was 29c and patient temperature (pt) was the same. Suggested they switch to another device and send this one to biomed. If they did not have another available, they would need to find an alternate method for rewarming. Encouraged nurse to call back with any issues or alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.